Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the device evaluation found flooding of connectors and connector cracks. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the water flooding through the cracks in the connector led to the malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the imaged flickered with the camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the imaged flickered with the camera head. There were no reports of patient harm.